Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the needle during the load process. Tandem technical support assisted the customer with the steps of the load process to ensure the customer was following the correct steps and the customer reported that no insulin was exiting the needle again. Customer loaded a new infusion set and cartridge to address the event and successfully saw insulin exit the needle. Blood glucose was 130 mg/dl.